Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however, it was reported the patient was born in 1953. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by cloudy peritoneal dialysis (pd) effluent coincident with pd therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from the event. No additional information is available.